Event description:
It was reported that impedance went from the 700 ohm range to the 1600s and was erratic. The sic (short interval counter) was 8, which is indicative of oversensing, but there were no episodes. A fracture was suspected. Follow-up attempts to obtain the lead model, serial number, and status were unsuccessful. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined.